Event description:
It was reported that a homechoice device experienced a system error 2367 alarm. The patient was connected at the time of the alarm. This occurred during dwell 4 of 5 of peritoneal dialysis therapy. The technical service representative explained the system error and advised the registered nurse of the possible causes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.